Event description:
Customer reported hospitalized for low blood glucose levels. Customer reported that she may have overbolused to correct blood glucose levels prior to hospitalization. Troubleshooting performed and pumped seemed to be functioning as designed.